Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed what appeared to be intermittent capture exhibited by the right ventricular (rv) lead. The patient was brought into clinic, where capture was observed to be stable; therefore, no interventions were made. There were no patient consequences.